Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with threshold suspend and calibration errors. The customer's blood glucose level at the time of incident was unknown. The customer's level at the time of calibration error was 277mg/dl. Troubleshoot was conducted. The customer states the bad sensor alert occurred after the second consecutive calibration error. The customer was advised the sensor would be replaced and returned for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor. Performed continuity resistance test and the sensor passed per specifications. Performed bicarbonate buffer test and the sensor passed with accurate readings.